Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to not booting. The log was downloaded and reviewed finding firmware errors. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that err 67 error icon occured. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.